Event description:
Reporter indicated, "just wanted to let you know that we have another 28 gauge PICC line to send in that was noted to be leaking at the hub (cracked) after being in for less than 20 days." Patient is completely tpn dependent and had to get another PICC line also had to have an additional dose of vancomycin due to line being cracked and at increased risk for clabsi. Product available for return.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the luer (hub) that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.